Event description:
It was reported that the ventilator had an issue with fluctuating o2 concentration. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue with fluctuating o2 concentration. Our field service engineer has investigated the reported issue on site. The nozzle unit was replaced to resolve the issue and sent back for investigation. The returned nozzle unit was tested in a ventilator. It passed several pre-use checks. No abnormal found during ventilation for 24 hours. It passed several pre-use checks after ventilation. It was not possible to reproduce the reported issue. However, it was noticed by visual inspection that the feather spring was in a wrong angle which can lead to a fluctuation of o2 concentration. Moreover, the nozzle unit was of an old model. This type of nozzle was last produced in 2015 which means that the reported ventilator was not getting serviced probably as the nozzle unit should be replaced at least once a year or 5000 of working hours whichever comes first. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring was not in the right angle, it may cause a leakage and most likely will lead to that the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref. #: (B)(4).